Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that during the case, the surgeon felt that all the instruments were 2mm inaccurate. The surgeon was using the small cranial reference frame and the articulating arm. The surgery was completed without navigation and there was no impact on patient outcome.